Manufacturer narrative:
Device not returned.

Event description:
It was reported that the unknown biomet screw fractured inside the implant and parts of screw is still stuck in the implant. Doctor required screw removal tools and techniques to remove it.

Manufacturer narrative:
Zimmer biomet complaint # (B)(4). No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. A singular root cause could not be determined. Alleged event was non-verifiable without the return of the product.